Manufacturer narrative:
There was no unexpected excess no delivery alarms noted. The pump passed rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test, however unit failed displacement test due to encoder signal out of phase. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with no delivery alarms. The customer's blood glucose level at the time of incident was 180mg/dl. It was reported that the pump was resolved by a complete set change. It was reported that the customer declined to return set and reservoir for analysis. It was reported that the customer wanted the pump replaced due to the frequency of the alarms. It was reported that the pump would be replaced and returned for analysis.